Event description:
It was reported that when the ventilator was connected to the patient, no volume was delivered to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).